Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 166 mg/dl. The customer stated that they wear the insulin pump on their hip. The discontinuation of the device was advised. The customer stated that they would be going to the urgent care and disconnected the call. Later, they wrote an e-mail stating that their blood glucose had been high, so high that the meter would not display; the customer stated that they guess it was above 600 mg/dl. They stated that they would bring the blood glucose down but it would go back up again. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).